Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test after the software update. There was no patient involvement.

Event description:
It was further reported the programmer was returned for evaluation.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed the finger-touch test after the most recent software update. An electromagnetic interference repair was performed to resolve the issue. It was noted that no autonomous movement of the cursor and autonomous activation of the on-screen features were observed. It was also determined at analysis that the cursor did not react to the movement of the stylus, the stylus was defective and did not work. The touchscreen had an unresponsive line and was broken but functional. There was no paper in the tray. The hinge from the cord bay door and lower hinge plate were broken. The left and right sliding rails and right locking latch were broken. The upper and lower bullets were missing, and the cooling fan was noisy. The software was reinstalled and updated to the newest version. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that autonomous cursor movement was observed.

Manufacturer narrative:
Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.